Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 503 mg/dl at the time of the event. The customer was treated with the insulin pump, manual injection and the customer experienced symptoms such as nausea, vomiting, abdominal pain and weakness. The another blood glucose value was 77 mg/dl. It was also found that the auto mode feature was active at the time of the event. The troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.